Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion multiple times during smoflipid (soybean oil, medium-chain triglyceride, olive oil and fish oil) therapy at a rate of 3.8ml/hr. The event occurred in the neonatal intensive care unit. The tubing was found to be flattened and compressed in the channel of the pump. The 'run' button was pressed on the pump to continue therapy and it "would still occlude for no reason". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.